Event description:
It was reported that during a total vaginal hysterectomy procedure, the device was very challenging to close. After two successful cycles, the blade and jaw no longer functioned together. The case was completed using a clamp, cut, and tie technique. There were no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good condition. The distal I-beam pin was missing. The device was tested on the generator and during functional testing, the blade returned after the handle was depressed though the knife's distal roller pin was missing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). The device was disassembled and no other issues were found. The missing distal roller pin may have caused the jaws to be difficult to open and close.